Event description:
A review of service data detected a reportable event. Upon service investigation of battery charger/model sn (B)(4), the battery charger was unable to power on. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) is currently underway. As received, the battery charger would not power on. Upon service investigation, there was an md5 failure during reprogramming of the charger, which is a flash memory failure. The cause of the charger not powering on was isolated to flash memory components u102 and u105 on computer/analog board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event occurred due to the defective battery charger. The last person to use this battery charger did not report any problem.